Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there is a lot of cracks around the reservoir compartment and her screen is getting light and she can not see the screen that well. The reservoir was not properly able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.